Event description:
It was reported that a patient presented remotely via merlin.net and via clinic follow up. The atrial lead exhibited noise oversensing high voltage impedance. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.